Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed user advisory (ua) 12 (lifeband not present) message was confirmed archive review but not during functional testing. The customer reported complaint was not reproduced. The autopulse platform functioned as intended. Based on archive data review, user advisory (ua) 12 (lifeband not present) errors were observed, thus, confirming the reported complaint. The autopulse platform passed the initial functional testing without any fault or error. The customer reported complaint was not reproduced. User advisory is normally a clearable error message. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
The customer reported the autopulse platform (sn (B)(6) displayed user advisory (ua) 12 (lifeband not present) message. The customer tried troubleshooting, but the ua persisted. No further information was provided. The patient use information was requested, but no additional information was provided.